Manufacturer narrative:
The reported event helix mechanism issue was confirmed. A complete lead was returned in one piece. X-ray examination of the lead found the inner coil in the connector region was over torqued due to procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix. The cause of the reported event was due to blood/tissue in the helix region and the over torqued inner coil in the connector region. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that during the implant procedure, the lead was unable to extend. The lead was not used, and a new lead was implanted. The patient¿s condition post procedure was stable.